Event description:
Medtronic received information that prior to use of a centrifugal pump, during priming of the circuit, trapped air could not completely escape the centrifugal pump. The device was replaced. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of moisture inside the impeller. Additional visual inspection shows evidence of some discoloring on the housing. Pressure integrity tests, shows no external leaks when tested at 20 psig for 2 min, however there was evidence of an internal leak when tested at -15 mm/hg for 2 minutes. The bpx-50 was run on a bio console from 0-3500 rpm¿s, a noise level of less than 60 db was recorded, specification is less than 65 db. With moisture/bubbles inside the impeller it provided the appearance of air trapped inside the device. Reason for return was confirmed. Conclusion: the reason for return was confirmed. The visual inspection showed evidence of moisture inside the impeller. Additional visual inspection showed evidence of discoloring on the housing. The discoloring observed is known to be caused by exposure to alcohol-based solutions. For performance analysis, pressure integrity tests showed no external leaks when tested at 20 psig for 2 min, however there was evidence of an internal leak when tested at -15 mm/hg for 2 minutes. The bp-50 was run on a bio console from 0-3500 rpm. A noise level of less than 60 db was recorded, and the specification is less than 65 db. The moisture/bubbles inside the impeller created the appearance of air trapped inside the device. Moisture ingress is caused by physical shock to the pump. This is a result of damage from shipping, handling, or storage of the device. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.